Event description:
The patient had a lesion in the slightly calcified and slightly tortuous mid left anterior descending (lad). The lesion had 90% stenosis. A percutaneous coronary intervention (pci) was conducted to treat the mid lad. A 2.5 x 18mm cypher was delivered and it crossed the target lesion. While inflating the balloon, the pressure would not increase over 4atms. Therefore, the cypher was removed and changed to a different cypher (same size; different lot number). The procedure was finished successfully. There was no reported patient injury.

Manufacturer narrative:
Please note: this foreign cypher sirolimus-eluting coronary stent is distributed outside of the united states. However, it is similar to the united states cypher sirolimus-eluting coronary stent. Additional information will be submitted upon 30 days of receipt.